Manufacturer narrative:
Qn#(B)(4). One unit of manta ((B)(6)), sheath, dilator and depth locator were returned. Blood particulates were noted on all the units. Lever of the manta was not actuated. The button valve was displaced in its entirety from its original position. It was located within the lumen of the sheath. The device lot history record review for lot number (B)(6) manta 14f ce indicated during lot release of manta lot ((B)(6)) a single device exhibited low collagen placement on the carrier tube. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Following an evar procedure, a 14f ce manta was deployed for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered massive pushback attempting to advance the bypass tube into the sheath hub. The bypass tube would not enter the hemostatic valve. The first 14f ce manta sheath and device were removed and a second 14f ce manta sheath and device were opened and deployed, completing the closure, and the patient did not experience any harm or health consequen ces from this event.the IFU indicates: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. The occurrence rate for similar events regarding manta- difficulty advancing delivery system tube is 0.0241%. We will continue to monitor the rate for all ders related to capa00319 and further investigations will be initiated if the occurrence rate exceeds 0.40%. The der process will continue to monitor for any similar events.

Event description:
It was reported that: after performing an evar the operator inserted the manta sheath. The operator was not able to insert the manta device into the sheath. Possible reason could be the heamostasic valve due to massive push back. The operator removed the manta device and the sheath and continued the closure with another device. Patient outcome was good. The manta and all of its components were used strictly following the IFU. Additional information: the hemostatic valve was very stiff, it was not possible to insert the bypass tube/ the manta device into the hemostatic valve. There was no patient harm or other consequence.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: after performing an evar the operator inserted the manta sheath. The operator was not able to insert the manta device into the sheath. Possible reason could be the heamostasic valve due to massive push back. The operator removed the manta device and the sheath and continued the closure with another device. Patient outcome was good. The manta and all of its components were used strictly following the IFU. Additional information: the hemostatic valve was very stiff, it was not possible to insert the bypass tube/ the manta device into the hemostatic valve. There was no patient harm or other consequence.